Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure on (B)(6) 2007. According to the complainant, the patient experienced urinary incontinence, erosion, dyspareunia, and recurring infections post procedure. On (B)(6) 2008, the patient presented with mesh erosion and the physician determined that the mesh may have migrated towards the bladder neck, but could not confirm it. On (B)(6)2008, a physical exam revealed that the mesh had migrated proximally and there was some small mesh exposure. It was reported that the patient's husband felt the exposed mesh and had discomfort during intercourse. Urodynamics testing showed persistent low leak pressures. On (B)(6) 2008, the patient presented with pain. The physician determined that the pain would be monitored and an anti-inflammatory medication was prescribed (dosage unknown). In (B)(6) 2008 (exact date unknown), the patient presented with dysuria. In (B)(6) 2008, repeated bladder infections from several cultures were confirmed but there was no hematuria reported. In (B)(6) 2009, the patient presented with recurrent bladder infections and minimal stress incontinence. 500 mg of cipro to be taken twice daily was prescribed. In (B)(6) 2011, the patient continued to show symptoms of bladder infections, dysuria, frequency and urgency. The patient was prescribed a bladder analgesic and 250 mg of cipro to be taken twice daily. On (B)(6) 2011, the patient presented with dyspareunia and reported that her husband had a laceration on the glans. A pelvic exam confirmed erosion of the mesh. On (B)(6) 2011, a portion of the mesh was excised and there were no complications during the procedure. On (B)(6) 2011, the patient had a debridement of the mesh but the exact details are unknown. There were no complications during this procedure. On (B)(6) 2011, the patient was healing well and was told to decrease activity. She was reported to be weak but ambulatory. The patient has not been seen by the physician since this date and her current condition is unknown.